Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a ureteroscopy procedure. According to the complainant, during preparation, outside the patient, the balloon would not inflate due to a possible leak or puncture at an unknown pressure. The physician completed the procedure with another occlusion balloon catheter and another inflation device. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
(B)(4).